Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2019, computed tomography revealed an endoleak of indeterminate origin. Images were evaluated on june 12, 2019, that revealed aneurysm enlargement and a patent inferior mesenteric artery.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - b5: description of event - the imaging evaluation showed a patent ima, however, a type ii endoleak was not conclusively identified.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2019, computed tomography revealed an endoleak of indeterminate origin. Images were evaluated on (B)(6) 2019, that revealed aneurysm enlargement and a type ii endoleak.